Event description:
It was reported that the ilet touchscreen became cracked and the device experienced rapid battery depletion, after which the pump powered off during sleep and blood glucose rose to a high of 380 mg/dl; the device remained operational but was no longer watertight and required replacement. Symptoms included thirst. Outcomes included no need for outside assistance and no medical intervention. Investigation included complaint intake, user counseling on backup therapy and device shutdown, data syncing guidance, replacement logistics, and return of the damaged unit. Investigation of this case revealed physical damage to the touchscreen and diminished battery performance consistent with a compromised device enclosure and power component. It was concluded, based on previously established findings for similar reports, that the cause was user-handling damage leading to device damage and loss of watertight integrity.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.